Event description:
It was reported that during a tcar procedure, upon 0.014" guidewire insertion, a dissection was noted. The physician also used the same planned stent to cover the dissection and the procedure was completed successfully. On (B)(6) 2021 silk road medical was informed that a few weeks following a tcar procedure, this patient suffered a hemorrhagic stroke, blood pressure issues, was admitted into the emergency room and the patient unfortunately expired.

Manufacturer narrative:
Complaint investigation underway and be attached to this report.

Manufacturer narrative:
Complaint investigation underway.

Event description:
It was reported that during a tcar procedure, upon 0.014" guidewire insertion, a dissection was noted. The physician also used the same planned stent to cover the dissection and the procedure was completed successfully. On (B)(6) 2021 (B)(6) medical was informed that a few weeks following a tcar procedure, this patient suffered a hemorrhagic stroke, blood pressure issues, was admitted into the emergency room and the patient unfortunately expired.